Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to dislodgement. A new left ventricular lead was successfully implanted. No adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.